Manufacturer narrative:
Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratched screen that makes it was a little difficult to read. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.